Event description:
It was reported that the lesion was in the mid right coronary artery (rca) and very calcified. Pre-dilatation was performed with the mini trek balloon. However as the balloon was inflated, it ruptured at around 8 or 9 atmospheres. The mini trek balloon was withdrawn and a 2.5 x 10 mm non-abbott balloon was used. There were no adverse patient effects. The patient is stable and doing fine. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned mini trek balloon catheter found blood visible in and on the loosely folded balloon consistent with a rupture while in the patient anatomy. A new indeflator filled with water was used in attempt to inflate the balloon to the rated burst pressure (rbp), when it was observed that fluid was coming out from a longitudinal rupture 2 mm distal to the distal balloon marker and extending proximally, for an entire length of 6 mm, confirming the reported rupture. There were no scratches found. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. The scanning electron microscopy (sem) lab analysis noted the balloon failure may possibly be related to exposure conditions or a material/processing discrepancy. A radial flap of peeled material at the edge of the leak was located over the distal marker and along a fold crease. Peeling was also observed along a fold proximal to the leak. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It was reported the balloon was not soaked prior to use which likely contributed to the rupture. It should be noted the mini trek instructions for use states to submerge the balloon in sterile heparinized normal saline during balloon preparation to activate the coating. It is possible that the hydrophilic coating on the balloon was not activated upon exposure to moisture such that as the balloon was inflated, the balloon material tore and peeled. A search of the lot history record indicated no nonconformance for the lot and a search of the complaint database indicated no other incidents. There is no indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.